Event description:
It was reported that the patient presented for a routine device change out procedure. Prior to the procedure, upon interrogation, it was noted that the left ventricular (lv) lead exhibited loss of capture. X-ray imaging was performed and revealed a dislodgement of the lv lead. On (B)(6) 2024 the lead was capped and replaced. The patient was in stable condition.